Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the dc extension cable broke. The casing around the wires has come apart. A new cord was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4).

Manufacturer narrative:
(B)(4). Updated sections- b4,d10,g4,g7,h2,h3,h10 the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on 07/11/2022. An investigation was conducted on 08/03/2022. A visual inspection was conducted. The white cord was pulled back from the green molded plug, exposing the internal wires of the cord. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed.